Event description:
According to the reporter, the device would not deliver energy with standard paddles to a pt in cardiac arrest. No further details were available from the facility and pt outcome is unknown.